Event description:
Per the clinic, the patient experienced a sudden performance decrement and pain resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at the 12th firing sequence thus, it over traveled. This finding is not related to the event reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential cause of the opening issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device was being fired on the cyctic artery on the 5th or 6th firing. The device became stuck on the artery and could not be removed. The surgeon manually pulled the trigger and handle apart and released the jaws.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)